Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: the event logfile confirms that technical faults and events occurred during ventilation, specifically related to the blower module. Upon thorough investigation, it was determined that the root cause of the issue was a defective blower module. To resolve the problem, the blower module was replaced. Following the replacement, the device resumed normal operation, and no further issues have been reported. This confirms that the blower module was the source of the fault, and its replacement effectively addressed the issue, restoring the ventilator to full functionality.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): (1) detailed complaint and failure description: "ventilator stopped working and start alarming and reported an error with the blower module technical fault (tf) 431002 (blower disconnected). The next devices selftest fail and alarm with tf. Problem was solved by replacing blower module complete (msp160554/01)." (2) health impact: no health consequences or impact and no clinical signs, symptoms or conditions, were reported.